Manufacturer narrative:
Exact date of event is unknown. Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that a novasure endometrial ablation was completed, exact date unknown. After the ablation the physician looked at the cavity and found the top of the uterus was "burned through." A general surgeon was brought in and a laparoscopy was performed. "No bowel burn was seen." Suturing was performed to close the uterus. The patient stayed overnight in the hospital for two days and is "doing really well."